Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms and high blood glucose levels. The customer's blood glucose level at the time was 191mg/dl. The customer states their levels had risen to 405mg/dl. Troubleshoot was not able to be conducted at the time of call. No further assistance provided at this time.